Manufacturer narrative:
(B)(4).

Event description:
It was reported that one white tab of the sheath broke off during removal. The sheath was removed and fully retrieved from the vessel without incident.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. The sheath was returned in two pieces. The distal ends of the sheath halves were still connected; however, the tab of one of those halves was separated from the sheath body. The sheath body was separated from the tab horizontally along the tab base. The proximal end of the sheath body remained adhered to the inside of the tab. Both broken edges of the body are stretched and jagged, indicating undue force caused the separation. Microscopic examination of the separated tab confirmed these findings. Approximately 5 mm of the sheath body remained adhered to the inside of the broken tab. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The reported complaint that one of the sheath tabs broke off during use was confirmed through visual examination of the returned sample. One of the two sheath tabs was separated from the sheath body by a tear in the sheath body just below the tab. The edges of the separation point appear jagged and stretched, indicating undue force caused the separation. A device history record review was performed on the peel-away sheath and no relevant findings were identified that would suggest any defect or damage caused during the manufacturing process. Based on the condition of the returned sheath at the point of separation, it was determined that unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that one white tab of the sheath broke off during removal. The sheath was removed and fully retrieved from the vessel without incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that one white tab of the sheath broke off during removal. The sheath was removed and fully retrieved from the vessel without incident.